Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 30nov2018. It was reported that shaft kink occurred. The target lesion was located in a coronary vessel. A 3.00x24mm promus element stent was advanced to treat the lesion. However, the delivery system was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut rows were damaged with stent struts pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink at the site of the port bond. No other issues were identified during the product analysis.